Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue guide catheter: heartrail; stent: xience sierra. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric distal right coronary de novo lesion that was 90% stenosed. During advancement of a 2.25x15mm traveler rx balloon dilatation catheter (bdc) resistance was met with the anatomy but was able to reach the lesion successfully. The bdc was then inflated once when it ruptured at 10 atmospheres. A new bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.